Manufacturer narrative:
(B)(4).

Event description:
It was previously reported that there was difficulty recapturing the closure device. It was further clarified that there was no recapture difficulty during the procedure. The difficulty occurred when they tried to reinsert the delivery system into the access system after a full recapture. This has been determined to be a duplicate complaint of MDR ID 2134265-2015-06179.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06736. It was reported recapture difficulties occurred and the delivery sheath was damaged. A left atrial appendage closure (laac) procedure was performed. The 24 mm watchman laa closure device was deployed. A full recapture was performed. The physician wanted to re-implant the device; however, the delivery system was noticed to be damaged and they could not get the delivery system back into the access system. The procedure was completed with another watchman laa closure device. There were no patient complications and the patient's condition is good.